Manufacturer narrative:
The device was returned and evaluated. During evaluation, the cable failed continuity testing. Broken orange and yellow conductors were observed at the solder joint assembly of the masimo connector. There was no reading when tested with a ge monitor and masimo sensor. The sensor led did not illuminate.

Event description:
It was reported the measurement would stop during use of the cable. The displayed values would not come up and start again after several seconds. There was no alarm or error message. There is no report of any patient impact or consequence as a result of the issue.